Event description:
It was reported that a customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer attempted several troubleshooting steps with guidance from technical support, such as pressing the button and charging the pump, but the issue persisted. Consequently, technical support arranged to replace the pump. The customer planned to use multiple daily injections as backup therapy to ensure continued insulin delivery.